Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10cl-us is available in the USA with a 510k number: k190805. We checked the returned unit and confirmed that the cmos-m with drive pcb objective lens cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the r/l pulley wire rupture; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).